Manufacturer narrative:
The account replaced the control board to resolve the issue.

Event description:
The account alleged a pt spilled water within the bed and got into the control board. He said no power is intermittent and there were no unintentional movements or arcing.